Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: unknown); product type: 0191-extension; implant date ; explant date brand name activa; product ID 3387s-40 (serial: unknown); product type: 0200-lead; implant date ; explant date g2: citation: authors: hashikawa t., permana g. I., morishita t., koga t., tanaka h., kobayashi h., abe h.. Tremor rebound due to a deep brain stimulation electrode fracture with normal impedance treated by rescue thalamotomy in a patient with essential tremor: a case report. Interdisciplinary neurosurgery 2024. Doi: 10.1016/j.inat.2024.101975 · b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. · b.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A case report'. The following medtronic devices were used in the study: a 3387s-40 dbs lead and a 3708660 activa adapter. Among patient adverse events/device performance issues included: head and neck x-rays showed that the connection site of the cranial lead and extension cable on the left side had a break in the cervical area and the metal joint was bent. The left electrode was removed, and an ipsilateral thalamic ablation was performed under local anaesthesia. The patient developed sudden-onset intention tremor in her right hand and an electrical sensation in the left side of her neck despite having no history of falls, head injuries, or mechanical stress in the cervical area. Adjustment of stimulation did not improve the patient¿s worsened tremor.